Event description:
During a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console could not be operated. Manual control of the system pumps and alarm sensors continued to be available through local controls. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation has begun, but no conclusion have been reached.